Event description:
It was reported that the pacer-dependent patient presented in hospital after receiving hv therapy. Noise which caused pacing inhibition was noted. It was stated that the pause in pacing caused the patient to go into vf and the device appropriately detected and delivered hv therapy which converted the arrhythmia. The lead was capped and replaced. Patient condition was fine after event.

Manufacturer narrative:
.